Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Manufacturer narrative:
Concomitant product(s): updated to include masimo radical-7 pulse oximeter and masimo patient cable.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that patient felt like the device gave an electric shock. Customer reported that the nurse observed patient saying "I feel like I am being shocked by a 9 volt battery". It was also reported that another individual stated that they did not feel any current when placing the device on himself. There was no medical intervention provided.